Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 29 mg/dl. The customer was treated by emergency medical service at the house by giving him IV. The customer has been experiencing low blood glucose for 2 months. The customer stated that basal was cut in half due to a surgery. The customer completed troubleshooting and advised to speak with health care provider about the act insulin time and his sensitivity in the bolus wizard. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 390 mg/dl. The customer was treated for high blood glucose with pump. The customer was high today due to having surgery and the basal was cut in half. The customer is able to perform high pressure test at this time and advised to speak with his health care provider about the highs and lows.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test.